Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device could not be interrogated with different programmers. The device was explanted and replaced. The patient was fine before and after the procedure.

Manufacturer narrative:
No conclusion code available. The reported inability to interrogate was confirmed in the laboratory and was due to low battery voltage. The device was tested on the bench and an anomalous hybrid was found to be the cause of the low battery voltage.